Event description:
It was reported that the external pulse generator had no output on either the atrial or the ventricular sides and it was noted that the generator had a broken front control panel. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the front control panel (keyboard pad) was damaged but was unable to confirm an output issue. Analysis did find that the atrial output connector was broken and therefore it was replaced, that the battery contacts were compressed, the serial number label was damaged and one side bail cover was broken, all were replaced.

Event description:
It was reported that the external pulse generator had no output on either the atrial or the ventricular sides and it was noted that the generator had a broken front control panel. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.